Event description:
It was reported that a patient had hit their implantable cardioverter defibrillator (ICD)  and wanted to make sure it was ok. A remote monitoring transmission revealed a right atrial (ra) lead alert for chronic elevated atrial lead threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 694765, lead; implant: (B)(6) 2013; model: 6937a-58, lead; implant: (B)(6) 2013. (B)(4).